Event description:
It was reported that the user experienced persistent hyperglycemia last recorded at 400 mg/dl while using the ilet after changing the insulin cartridge without changing the teflon infusion set, later discovered the cartridge was empty, and had gone hours without insulin before completing a full supply and infusion set change. Customer care provided support that included remote review of device/bionic reports and user troubleshooting and education on infusion set change frequency and cartridge handling. Investigation of this case revealed hyperglycemia associated with loss of insulin delivery due to an empty cartridge and extended infusion set wear, with user practice of pre-filling cartridges contrary to recommendations. Symptoms included disorientation, dry mouth, and anxiety. Outcomes included continued elevated glucose during the call, self-monitoring at home, and subsequent return to range per device reports, without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.